Event description:
It was reported that a company field representative phoned in inquiring about programming around t-wave oversensing (twos) on the patient's right ventricular (rv) lead. Suggestions were made and the lead was reprogramed per physician. Representative phoned in later the same day and reported the rv lead was again intermittently oversensing the t-wave and that the physician had made additional programming changes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.